Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion at this time and it is unknown if it is available for return.

Event description:
The customer reported circuit occlusion while using the avea ventilator. The issue occurred during patient use. The customer reported the suspect device was removed from the patient and placed on known working ventilator. The customer reported troubleshooting the exhalation filter by removing and replacing the product but the issue did not resolve. Carefusion (cfn) technical support recommended to perform transducer calibrations, test the ventilator, and to make sure there is no other issues. At this time, there are no known reports of patient consequence associated with this event.